Event description:
It was reported that a revision surgery was required due to pain. The operating surgeon of this revision said that the cause of this pain was technical error of primary surgery because femoral component's size and position was not appropriate.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date.